Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that the pt's device was showing low impedance. Reporter states that the pt reports no problems and does not want to turn the device off at this time. Pt historically had dc/dc code of 2 or 3 on old generator with same lead. X-rays were taken of the device and reviewed by MFR, but no anomalies were noted. Attempts for further info have been unsuccessful to date.